Manufacturer narrative:
Additional information was received on 28-jul-2025 and the ngen generator details were provided. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after a premature ventricular contraction (pvc) ablation procedure with navistar catheter, the patient experienced an impaired septal movement. After the procedure was completed using the navistar catheter, ¿the movement of septum has become impaired¿. There was no extended hospitalization required. Causal relationship with product was unknown. There were no error messages observed on hardware/capital equipment. The procedure was completed successfully. Additional information was requested to provide further details about the reported event. However, no information has been provided.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31435472m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).